Event description:
It was reported patient underwent surgical intervention wherein the entire system was explanted due to insufficient pain relief. Investigation was unable to identify which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10645199. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.